Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in air/water cylinder, interference in image and corrosion on light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for corrosion on light guide lens and interference in image was traced to component failure. However, the most probable cause for white foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.